Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the battery is beeping while charging. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that this possible malfunction of the therapy capacitor and power printed circuit assembly (pca). The customer was recommended to procure these components from the alternative sources. The customer was informed that this model is end of life therefore the service is not provided and the spare parts are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on february 03, 2022. The root cause of the component failure could not be determined. The issue could be resolved by replacement of the therapy capacitor and the power printed circuit assembly (pca). The customer was recommended to purchase therapy capacitor and the power printed circuit assembly (pca) to resolve the issue.